Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: adverse event; medical products & therapy dates; follow up type; device evaluated by MFR; evaluation codes. Medical products & therapy dates :zimmer head cat#00801803601 lot#62374415. Zimmer stem cat#00784301582, lot#60512873. Zimmer liner cat#00630505636, lot#62379571. Zimmer cup cat#00620205622, lot# 62196365. Reported event was confirmed with x rays provided. Review of the available records identified the following : there was minimal radiolucency at the cement hardware interface of the proximal femur suggesting early loosening. Extensive heterotopic ossification within the surrounding soft tissues of right hip and mild osteopenia were noted. No other abnormalities were observed. The femoral head was returned. Visual examination identified dark debris and thread like pattern on the conical taper. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from imprinting of the surface texture of the stem taper. Axial wear or corrosion marks and light surface pitting were also visible on the taper surface. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products, and titanium, possibly transferred from the stem taper were also noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05378.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell # item 00630505636 lot 62379571. Unk cup. Unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02319. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right hip revision approximately six years post initial surgery due to pseudotumor and a large amount of fluid. The patient had a pronounced limp. Surgery confirmed a large amount of fluid in joint. All the muscle attachments surrounding the proximal femur and part of the vastus lateralis were also damaged. The head and liner were revised. No additional information is available.